Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was up around 500 mg/dl. It was stated that the insulin pump had no delivery alerts and failed battery test. Customer refused to provide any information, she did not want to do troubleshooting. The insulin pump will be returned for analysis.